Manufacturer narrative:
Additional information b5: medtronic received additional information that quality control (qc) was performed for this instrument on the following dates: 07 november 2020, 29 august 2022, and 04 october 2023. Device evaluation summary: the reported issue of the instrument no longer measuring correctly was not verified during service. The service technician was unable to reproduce the reported issue. The service technician found errors 010, 012 and 015 in the error log file, and they noticed that the disk drive did not work properly, and the tilt frame was broken. The observed issues were resolved by cleaning the instrument, adjusting the solenoid, clearing the error log, and replacing the assy keypad switch, assy softkey switch, keypad overlay, overlay softkey, tilt frame, floppy drive, and clamp. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that it no longer measured correctly. The use of the instrument was unknown. There was no adverse patient effect associated with this event.